Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (B)(4). This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-02963 / 02965).

Event description:
It was reported that patient underwent a total hip arthroplasty in 1999, and a revision procedure (B)(6) 2006, due to dislocation. Subsequently, patient was revised on (B)(6) 2014, due to dislocation and wear. The head and liner were removed and replaced.